Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7051492, medical device expiration date: 2022-02-28, device manufacture date: 2017-03-15. Medical device lot #: 7075224, medical device expiration date: 2022-03-31, device manufacture date: 2017-04-11. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that white foreign matter was found near the epoxy and on the needle hub of the bd hypoint¿ hypodermic needles after removing their needle shields. Lot #s 7051492 and 7075224 respectively were reported to have been involved in this event, but the number of occurrences for each is unknown.

Event description:
It was reported that white foreign matter was found near the epoxy and on the needle hub of the bd hypoint¿ hypodermic needles after removing their needle shields. Lot #s 7051492 and 7075224 respectively were reported to have been involved in this event, but the number of occurrences for each is unknown.

Manufacturer narrative:
Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lot. From the returned samples, fm1 can be observed. Fm 2 and 3 is not clear enough to identify the fm. Returned samples able to observe only fm1 which is placed on the glass plate. The fm size did not pass criteria for bdj loose fm outside hub (>0.05mm2 and <0.1mm2). Ftir analysis was performed on fm1 and observed inorganic material. It is suspected that the inorganic material might be from environment. -will communicate to manufacturing associates on the awareness of this complaint emphasize on gmp.